Event description:
It was reported high capture threshold, r wave amplitude variation, and low pacing impedance were observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed via diagnostic imaging. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.